Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and there was a small black piece of foreign material found inside the catheter's package. It was noticed inside the pouch, before opening the package. The procedure was performed using a different catheter. The procedure was completed without patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, a fourier-transform infrared spectroscopy( ft-ir), and a manufacturing investigation of the returned device were performed. Visual inspection revealed a small black particle inside the sealed packaging. An ft-ir analysis was performed over that particle, and it was found that it was a polyamide-based material, which is a component used in device's rocker arm. Due to this condition, a manufacturing investigation was performed. It was concluded that the issue was not related to the packaging process of the device, but the manufacturing process; specifically, the assembly process. Opportunities regarding a missing air gun were identified that limited the cleaning process of the rocker arm of the device. A manufacturing record evaluation was performed for the finished device number 31329397l, and no internal actions related to the reported complaint were identified. The material inside packaging reported by the customer can be confirmed. The root cause is the manufacturing process. It should be noted that the particle is a component of the device, and the packaging was sealed, so the possibility of the particle being in contact with patient was remote. The instructions for use (IFU) states: "the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged." As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, a small black object was observed inside the packaging of the catheter. A manufacturing record evaluation was performed for the finished device number lot 31329397l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and there was a small black piece of foreign material found inside the catheter's package. It was noticed inside the pouch, before opening the package. The procedure was performed using a different catheter. The procedure was completed without patient consequence.